Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a "knot" at the incision site, and then about two weeks later, the incision opened and was "oozing." The cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection, and the device was used with a temporary pacing lead while antibiotics were given. The system was later replaced. No further patient complications have been reported as a result of this event.